Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third-party service provider (asp) contacted ventec to report that the device's alarms were not working as expected. When the unit is powered on, the audio silence was immediately activated. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its alarms not working as expected was confirmed. Upon powering on the device, ventec observed that the audio silence was active without button input, and that visual alerts were present but silenced. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.